Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not undergo confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), back pain ("back pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge/discharge"), headache ("headaches"), pruritus ("itching"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines / headaches") and abdominal pain upper ("pain stomach pain"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, back pain, depression, vaginal discharge, headache, pruritus, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, migraine and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, depression, headache, menorrhagia, migraine, perforation, pruritus, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, other injuries/symptom, bladder/urinary problem quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received reporter information updated. New event added vaginal bleeding, menorrhagia,uti, anxiety, migraines, stomach pain, device monitoring procedure not performed, psych injury event updated depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), back pain ("back pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge/discharge"), headache ("headaches") and pruritus ("itching"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, back pain, psychological trauma, vaginal discharge, headache and pruritus outcome was unknown. The reporter considered back pain, headache, perforation, pruritus, psychological trauma and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, other injuries/symptom, bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. Essure model number updated. This case become incident. Previously reported event injury were updated back pain, psych injury, perforation: other, vaginal discharge/ discharge, headaches, itching. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.